Event description:
Hospital reported that the smartsite valve cracked and broke apart. The valve is used on a PICC line. There was no pt harm or medical intervention required. The customer stated that on further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with eval results should the device be received.